Event description:
Allegedly the patient was revised due to mom complications: metallosis. Dr. (B)(6) pulled our head & implanted one of our 28mm heads & stryker dual mobility liner.

Manufacturer narrative:
After the initial report, it was determined that there was no complaint alleged against the device. Please void the report.

Manufacturer narrative:
After initial report, it was determined that there was no complaint alleged against the device. Please void the report.